Event description:
A hospital in (B)(6) reported that the 0.5m extension tube was not included with an rt212 adult inspiratory heated breathing circuit kit. The hospital noticed that the extension tube was missing before use.

Manufacturer narrative:
Ps56240. This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.